Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) display was intermittently inoperable and showing a black screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: h6 (medical device ¿ problem code). Failure analysis and testing (fat) department wayne, nj: sr 20 june 2025. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1183 rev d, sn: (B)(6) _edm upper display monitor board. Pn: 0160-00-0127 sn: (B)(6) display top lcd. These parts were received with a reported unit failure message of display not functioning, inoperable and black screen. The failure analysis and testing dept. Performed a visual inspection, and parts look to in good condition. Installed upper display monitor board and display top lcd into the cardiosave test fixture sn: (B)(6) and tested together and separately to the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Performed display calibration and passed. The fat dept. Pumped the cardiosave test fixture and did not observe display not functioning, inoperable and black screen. The fat dept. Could not verify the failure message of display not functioning, inoperable and black screen. Both parts passed testing. Retaining both parts in the fat dept. Per procedure 0002-007-d008 rev au. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon inspection unit¿s display was intermittently inoperable and showing a black screen. No signs of damage or user abuse. Proceeded to replace cardiosave rohs upper display monitor and top assembly display lcd rohs. Replaced the grounding strap cable out of precaution. Cardiosave display was then functional to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.